Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing to confirm the presence of the e, kell, and fyb antigens. Results were satisfactory. Returned pt samples were tested against the retained vrc124. Quality assurance testing did not confirm the customer's concern.